Event description:
It was reported that (1) device was used during an ileum procedure. It was reported by the affiliate that the surgeon reported that the tlc75 did not staple when it was fired. Another instrument was used to complete the case. There was no consequence to the patient.